Manufacturer narrative:
Product event summary: photos were returned and analyzed. One image showed tissue stuck on the sphere of a catheter. The second image showed tissue placed on a hand. In conclusion the reported tissue stuck on the tip of the sphere of the catheter was confirmed through analysis of the photos. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the material was adhered to the tip and side of the catheter, was light red in color, and was 4-7mm in size.

Manufacturer narrative:
Continuation of d10: product ID afr-00004 (serial: (B)(6)); product type: 3294-generator; product ID afr-00003 (serial: (B)(6)); product type: 2004-mapping hardware; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left atrial redo ablation and cavotricuspid isthmus (cti) ablation procedure using the affera system, several issues occurred. At the start of mapping the left atrium during pacing, a low frequency noise was observed on sphere 9 signals on the recording system, but not on the affera system. The proximity ring on the map did not move with the catheter, and an internal software issue warning message was displayed. The software was reloaded, the catheter was disconnected, and a demo catheter was connected. After loading, the demo catheter was disconnected and the original catheter was reconnected, resolving the issue and allowing mapping to continue. Ablation was performed using pulsed field (pf) on the left and right pulmonary veins (lpv and rpv). After successful ablation, the catheter was retracted in the sheath and moved to the right atrial lead for cti ablation. A short map of the cti region was made, after which the remote control turned off and displayed the medtronic screen. On the first reboot, the remote did not start up; after several minutes, another reboot was performed, but it still did not start up. Both the radiofrequency generator (rfg) and remote were restarted, and the case was able to continue. After successful ablation of the cti with radiofrequency, the sphere 9 catheter was retracted and some form of tissue was noted on the catheter tip. An echocardiogram was performed and no injury to the patient was observed. The procedure was temporarily interrupted but completed. No patient complications have been reported as a result of this event.